Event description:
While the trach was in the pt, the ventilator circuit fell off the hub of the trach and at the same time the gray sleeve spontaneously separated from the trach and was lodged within the connector for the ventilator circuit. Also there is a "kink" on the distal end of the trach tube which reportedly is irritating his tracheal wall. This kink is on the radiopaque line and is evident in all 6 custom trach with this lot number.